Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the prior to starting a photocoagulation procedure the laser indirect ophthalmoscope (lio) laser power output was low. The case was canceled. There was no patient involvement.

Manufacturer narrative:
The laser indirect ophthalmoscope (lio) was examined and the reported event was replicated. The lio cable was replaced to resolve the issue. The lio was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The lio was manufactured on february 22, 2010. Based on qa assessment, both the product and system met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming lio. However, how or when it became nonconforming cannot be determined conclusively. (B)(4).